Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check in clinic. It was observed that the atrial lead had dislodged. During a procedure to replace the lead the physician was unable to gain access due to venous occlusion on the right side. The atrial lead and the rest of the system was removed and re-placed on the left side. No complications were experienced and there were no allegations on any of the other products. The patient was stable before, during and after the procedure.